Event description:
A caller reported experiencing a cgm error identified as error 42 related to a g6 sensor. There was no adverse impact on the customer¿s blood glucose level as the issue resolved without further errors. The customer's issue was addressed by a complete reset of the pump, guided by customer technical support, after which the sensor session started successfully, and the error did not reappear.